Event description:
It was reported to vyaire medical that low volume when set at 500, but unit is giving 227. Unknown patient involvement was reported.

Manufacturer narrative:
Vyaire medical file indentification: (B)(6). D4: device was manufactured in 2007 and was not subject to UDI requirements. H3: 81 other: currently, the suspect device has not been returned for evaluation. Therefore, a root cause has not been determined. No patient harm was reported. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.